Event description:
It was reported that when the patient was admitted to the hospital for an infection unrelated to the device, pericardial effusion was noted. The lead was explanted and replaced a few days later. The patient's condition was normal post procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.